Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz9267 and lot# 25055188 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08may2025. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 25055188 as notification ID# (B)(4) on 16may2025. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero extension set was occluded. The following information was received by the initial reporter with the following: it was reported by customer that they are unable to push anything thru tubing.